Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after receiving an inappropriate shock. It was determined that the lead integrity alert ( lia) was triggered for the right ventricular (rv) lead due to high impedance, insulation damage, and noise. An rv lead fracture was suspected. The pace/sense portion of the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.